Event description:
Critically ill intubated pt. On preparing to transport from operating room to ICU, a misconnection was made to the pediatric manual resuscitator (portex pedi-plus). Fifteen litres per minute oxygen from a transport cylinder was mistakenly connected to the airway pressure monitoring port of the bag-valve assembly. When the resuscitator was connected to the endotracheal tube, the pt began receiving high airway pressure with no ability to exhale. The error was quickly detected by the anesthesiologist (who felt the high pressure in the bag) and the resuscitator was promptly disconnected from the endotracheal tube. This happened twice before the anesthesiologist diagnosed the misconnection. The pt suffered no harm, but could have suffered bilateral tension pneumothorax and/or hemodynamic collapse due to sustained high airway pressure if the misconnection had not been promptly detected.